Event description:
It was reported that the light turns off after a few minutes. Allegedly, there is no reading of brightness and there is no manual control over the bulb brightness. It is further reported that the bulb has less than 500 hours life.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.